Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was loss of ra capture. Technical services reviewed and discussed that the non-boston scientific right ventricular (rv) lead thresholds have increased and rv pacing impedances have slightly decreased. Technical services provided programming options and the field representative re-programmed the device. The patient is not therapy dependent. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported.